Event description:
Complainant alleged that during a routine shift check by a clinician, when the charge buttons on the device or on the paddles are pressed nothing happens. The device does not recognize that the charge button has been activated. The complainant indicated that there was no pt involvement in the reported failure.